Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The reported complaint could not be duplicated. No report of patient involvement.

Event description:
The hospital reported that, between cases, the unit went into an unexpected reset. There was no report of patient involvement.